Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during they implant of the leadless implantable pulse generator (ipg) that there was a flushing issue with the leadless implantable pulse generator (ipg) delivery system. It was noted that they were unable to maintain flush. It was noted that the handle of the delivery system was pouring flush out of the tether pin slot and other areas of the handle. The tether lock was locked and no flush was filling up the cup, nor was it coming out the back of the handle where the tether itself comes out. The leadless ipg was attempted not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The delivery system tether lock housing leaks. Fluid pathway leak was observed on the delivery system. There was excessive leakage at the exchange joint of the inner shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There was a leak while flushing inside of the delivery system handle with the exchange joint at the scrive leaking excessively and a leak between the tether lock housing and the tether lock pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.